Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stenting procedure on (B)(6) 2011. According to the complainant, the patient presented with a benign biliary stricture, in which the stent was attempted to be implanted into. During the procedure, after the stent was partially deployed, resistance was encountered and it was "impossible" to deploy the stent. After an unsuccessful attempt was made to re-constrain the stent; the partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary rx covered. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "good/stable". It is important to note that the wallflex biliary rx covered stent system is contraindicated for placement in benign strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent deployment issues. A visual examination revealed that the stent delivery system was returned together with a partially deployed stent. The guidewire access port was visually examined and it was noted that a portion of the inner sheath was exiting at this point. Several attempts were made to deploy the stent; however all attempts failed. The device was therefore dissected just proximal to the guidewire access port and the outer sheath retracted. The stent deployed freely, with no restrictions. Further examination of the inner sheath found that it was severely kinked at various points. It was also severely compressed just distal to the guidewire access port. No further damage was noted on the returned device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The wallflex biliary rx covered stent system is contraindicated for placement in benign strictures caused by benign tumors, as the long term effects of the stent in the bile duct is unknown. Therefore, the most probable root cause for the reported issues is use/user error.